Event description:
It was reported that the t:slim x2 pump's battery would not charge, and its screen stayed dark and would not turn on. As a result, the customer's blood glucose level exceeded 500 mg/dl, indicated only as "high" on the device. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) without the need for third-party assistance. Technical support attempted several troubleshooting steps, including confirming the use of various charging accessories, but the issue persisted. Reportedly, customer reverted to manual injections for insulin therapy.